Manufacturer narrative:
Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.

Event description:
On (B)(6) 2019, a 30mm amplatzer cribriform occluder was selected for implant. While deploying the device, the left atrial disc appeared bulbous. The device was recaptured and a 25mm cribiform occluder was successfully implanted. There were no adverse patient consequences.